Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: one device was received for evaluation. The service history review identified that there was no indication the complaint was related to previous service of the device. The reported issue was confirmed as contamination was found at the downstream occlusion (dso) sensor and latch lock area. The root cause was a defective dso sensor. The dso sensor and latch lock were replaced. The device then passed all functional testing after the repairs.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.

Manufacturer narrative:
Additional information: b3 - date of event, b5 - describe event or problem, and h6 - health effect - impact code: updated.

Event description:
Additional information was received informing that the product fault occurred while in use with patient and had a delay in infusion therapy. Adverse patient effects were unknown.